Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibitied oversensing and no output one day after the implant. The patient experienced a period of asystole. The physician performed an invasive procedure but was unable to identify the cause of the oversensing and no output. The physician elected to remove the ipg and lead (manufactured by another company).

Manufacturer narrative:
Event conclusion: visual inspection of the header assembly was performed and no irregularities were noted. General visual inspection noted no irregularities. Both spotwelds on the distal terminal blocks were visually inspected and tested and were solidly attached. The unit passed the automated electrical test which includes tests of the lead impedance trim circuitry, high engergy pacing tests, and sensitivity tests. The pacing outputs were monitored under 500 ohm loads for 15 minutes. Both outputs were stable and no missed beats were observed. The ipg meets specifications, therefore the reason for return could not be confirmed by testing at cpi.